Manufacturer narrative:
Continuation of d10: product ID 5076-52 lead implanted: (B)(6) 2019, 6935m62 lead implanted: (B)(6) 2019, 977a260 pain stimulation lead implanted: (B)(6) 2022, 97715 pain stimulation ipg implanted: (B)(6) 2022, 977a260 pain stimulation lead implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) performed atrial blanking which resulted in inappropriate atrial pacing. The ICD remains in use. No patient complications have been reported as a result of this event.